Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). There were high impedances discovered during an impedance check. Electrode number 6 was greater than 10,000 ohms. There were no environmental/external/patient factors that may have led or contributed to the issue. The rep programmed around it to resolve the issue. The issue was resolved and the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.